Event description:
It was reported that the user had been off the ilet pump for two days due to an insulin supply issue, presented with a blood glucose of 327 mg/dl, and requested assistance reconnecting to the pump; the agent guided a full supply change for a cd infusion set, and insulin delivery resumed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included successful restoration of insulin delivery and a planned follow-up check of blood glucose without hospitalization. Customer care agent performed investigative included remote troubleshooting and education on pump reconnection and supply change. Investigation of this case revealed user-related interruption of therapy due to external insulin supply constraints, with no device malfunction identified and proper function restored after infusion set and supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was user or external factors unrelated to device design or manufacturing.